Manufacturer narrative:
The pump remains in use supporting the pt. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was readmitted into the hospital for gi bleeding. The source of the bleeding was found through a scan, and the pt was taken to interventional radiology where embolization was performed. The pt remains on going.